Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device had a cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 143mg/dl. Troubleshooting was performed. The customer stated that the he pushed on the drive support cap and it moved in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.